Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was caller reported patient said their stimulator wasn't working anymore and they didn't feel stimulation any more. Caller said the issue began about 2-3 weeks ago. Caller confirmed patient was able to charge the implant, but stimulation wasn't hitting the spots patient needed it to. Agent walked caller through increasing stimulation and changing groups on the call, which they will try. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. While on call, patient said they were on group c with intensity of 1.0 and tried to increase from there, but did not feel it was helping. Patient was on call in background and patient rep was translating for them. Agent provided and explained the use of nas number for healthcare provider.